Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was no longer working. The patient stated that they already tried changing the battery in their programmer. It was showing the light that the programmer had battery, but they couldn't control the ins and was getting nothing from it. It was noted that the issue occurred about a year prior to the date of this report. The patient wanted to contact a manufacturer representative and was to follow up with a healthcare provider (hcp) to help determine the issues with the ins not working. It was noted that the patient was implanted in (B)(6) 2003 and that the ins might have a depleted battery, which would need to be replaced. Additional information was received from the patient on (B)(6) 2017. It was reported that they turned their hand-held device as high as it would go in order to resolve the issue and that the green light was on. No further complications were reported or anticipated. Indication for use is multiple back operations.